Manufacturer narrative:
When pt name, pt ID, pt date of birth, and the pt gender match, the system works as expected. In the case of the pt's name having a difference in upper/lower case from the original generation of this pt, the sw is not correctly accounting for this difference. The system sees this as two pts with 3 of 4 identifiers matching, and does not allow the capture of clips/images. This will be resolved via software release.

Event description:
Customer reported the pt file was not saved correctly when ending the exam. The investigation revealed that images are not acquired during the study.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation, update the follow-up type, update the device evaluated by manufacturer, update the event problem and evaluation codes, and provide the investigation results. Investigation: the logs were reviewed, and it was found that the system experiences a check-in failure. A safety update was issued to correct this defect for loss of data via a update instructions (ui) program, and subsequent ui that delivered the software fix.